Manufacturer narrative:
(B)(4). Block h10: investigation results: analysis of the returned device revealed that the device had a bent in the proximal section of the catheter, one kink in the middle section of the wire, two kinks in the distal section of the wire and one more kink in the distal section of the wire very close to the loop. Also, during functional inspection, it was observed that the device was able to extend and retract, and the handle was not difficult to actuate. The device did not retract unexpectedly and overall actuation was performed correctly. It is most likely that during the procedure the device could have been manipulated, since the bent and kinks found were issues that could have been generated by excessive manipulation of the device by the user. The kinks and the bent in the device may limit the performance of the actuation of the device. Based on the information available and the analysis performed, the most probable root cause classification is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the handle had a lot of resistance when closing and it caused to retract unexpectedly around the target polyp. When the device was removed from the scope, it was noted that the catheter near the handle was kinked. Another captiflex snare was used and the same issue occurred. The procedure was completed with a third captiflex snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the handle had a lot of resistance when closing and it caused to retract unexpectedly around the target polyp. When the device was removed from the scope, it was noted that the catheter near the handle was kinked. Another captiflex snare was used and the same issue occurred. The procedure was completed with a third captiflex snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.